Event description:
It was reported the patient saw error code 006 on the patient programmer (pp). It was reported that the patient tried to connect again with the pp. The error code cleared but stimulation reportedly increased ¿on its own¿ from an amplitude of 2.4 volts to 2.7 volts. It was reported that the patient was able to connect and decrease stimulation back down to 2.4. It was reported the patient felt stiff from the stimulation being so high. The patient reportedly attempted to call the physician, who was out of office.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3389s-40, lot# v565856, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).